Manufacturer narrative:
(B) (4) - zipper does not stay closed, labeled. Evaluation of the returned product shows that the panel side a zipper slider doesn't lock. Panel side a drainage port has 1 inch broken stitches on the end. (B) (4).

Event description:
The customer reported that the large window a zipper will not stay closed. Per customer the panels are on correctly. There was no pt injury reported.